Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they not able to bypass to load process for filling the tubing. Customer blood glucose value was 121 mg/dl at the time of the incident. Customer states they are unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.